Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the philips intellivue system did not alarm for an arrhythmia event as expected. The device was in use on a patient. There was no report of patient or user harm. The customer had shut the room down for investigation of the issue. During their investigation it was determined that a user had turned the ECG alarms off.

Event description:
The customer reported that the philips intellivue mp50 did not alarm for an arrhythmia event as expected. The device was in use on a patient. There was no report of patient or user harm. The clinical audit logs from the pic ix were obtained and reviewed by a clinical solutions implementation consultant. The audit logs showed the action of the ECG alarms being turned off at the mp50 by the user. Based on the information available and the testing conducted, the cause of the reported problem was caused by a user error. The ECG alarms were turned off at the intellivue mp50. The reported problem of not alarming was not confirmed. The device was working as configured at the time. The device was operational after repairs (reconfiguration) was completed.